Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report a right side rupture. Device remains implanted.

Event description:
Healthcare professional reported right side rupture. A few scatter benign calcifications was noted per MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening. Missing piece of shell assessed as inconclusive. As per the investigation procedure crease non penetrating nicks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6.

Event description:
Healthcare professional reported right side rupture. A few scatter benign calcifications was noted per MRI. The device has been explanted.